Event description:
The ihealth covid -19 test I received was missing the test cards. It made it impossible to use the tests. This test was one with the incorrect expiration dates. The reagent has a drastically different expiration date (2023-12-29) than the box, and the corrected date.